Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous, 90% stenosed mid left circumflex (lcx). After five high-speed treatments, the oad fractured near the crown. The oad and viperwire were removed from the patient.